Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent direct stenting in the left proximal circumflex artery with one xience v stent. On (B)(6) 2009, the patient reported having 2 to 3 weeks of recurrent chest pain. The patient had a positive functional ischemia study. Angiogram found an 80% stenosis in the left main coronary artery. On (B)(6) 2009, the patient underwent coronary artery bypass graft in three vessels, one of which was the index lesion. The patient condition resolved on (B)(6) 2009. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. No pre-dilatation. The stent remains in the patient. There was no reported product deficiency. The reported angina, re-stenosis and ischemia are listed in the product instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stent was implanted with out pre-dilatation (direct stenting). It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. The direct stenting (no pre-dilatation) does not appear to have contributed to the reported event as the patient effects did not occur until approximately one year after the initial procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.